Manufacturer narrative:
The ostium seeker was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The seeker has not been returned to the manufacturer for analysis. Device manufacturing date unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the frontal seeker was intermittent during the case. This issue occurred intraoperatively and did not cause and surgical delay. There was no reported impact on patient outcome.